Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. Customer changed the infusion set and cartridge to resolve the issue. Customer's blood glucose was greater than 54 mg/dl.